Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg), however, a specific bg value was not provided. Reportedly, the customer did not each lunch which contributed to the low bg. Paramedics provided glucose to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.